Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 210 pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/mediation during use. The following information was provided by the initial reporter: customer reported clog needles were found during air purge under constant ratio.

Manufacturer narrative:
Investigation: six hundred and two sealed and six opened 32g x 4mm pen needle samples along with five photos were returned from lot. No. 8171658, cat. No. 320136. A clog test was carried out on one hundred and eighty sealed samples and on six opened samples and no issues were observed. Visual examination was also carried out on the returned photos and no issues observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples or photos therefore no root cause can be identified.

Event description:
It was reported that 210 pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/mediation during use. The following information was provided by the initial reporter: customer reported clog needles were found during air purge under constant ratio.